Event description:
It was reported that the patient received multiple shocks due to oversensing, high pacing and superior vena cava lead impedance. The right ventricular lead had fractured. The physician noted that the insulation was damaged at suturing sleeve level prior to removal. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments and analysis found that the proximal conductor was fractured. It was noted that the tip electrode was damaged with visual analysis noting that the ring electrode was distorted due to explant damage. The distal and defibrillation conductors were distorted. The defibrillator conductor was fractured due to overstress. There was blood/body fluid on the outer tubing overlay and the outer tubing was kinked/buckled. The outer insulation and the outer tubing overlay were melted. The outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. There was a non-electrical miscellaneous finding on the tip electrode with visual analysis noting that the steroid ring was missing and it was unable to be determined when that happened. The lead was stretched.